Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications were reported and patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital.